Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 221 mg/dl. No symptoms were observed other than a little sweat. Upon troubleshooting, it was found that insulin did exit from the tubing during a fixed prime and a manual prime. No leak was found. Unable to complete troubleshooting due to no tubing clamp available. Advised a complete set change. Nothing further reported.